Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-op follow-up, a rise in capture threshold was observed on the atrial lead. It was determined that the lead had become dislodged. No patient symptoms were reported. The lead was successfully revised on (B)(6) 2015.